Event description:
The customer alleged that the biological indicator (bi) was positive. The cycle did not cancel. It was reported that the load was not recalled. However, there were no reports of injuries related to the unrecalled items. The asp field service engineer (fse) went to the facility to assess the sterrad unit.

Manufacturer narrative:
Suspected positive bi. Capital equipment, evaluated at customer site. The fse performed planned maintenance. The unit met the manufacturer's specifications.